Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a fall and subsequently began receiving ineffective stimulation. Lead diagnostics revealed an invalid impedance issue. An sjm representative was unable to resolve the issue with reprogramming as only effective stimulation in the lower left extremity of the patient's pain pattern was achieved. As a result, the patient's scs lead was explanted and replaced due to a fracture. Effective stimulation was restored with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.